Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-15. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received two unused 20ga units in sealed packages from material number 382933, lot number 0085144. Through the visual inspection, foreign matter was observed which had an appearance of a black speck. The units were sent for further spectral analysis. This testing could not be performed as when the units arrived, there was no foreign matter observed. The foreign matter most likely was inadvertently removed from the package during handling/transit. Based on the investigation conclusion, bd was able to confirm the detection and characterize the condition reported by the facility. The root cause could not be determined, it is likely related to manufacturing or raw material. The batch involved in this report met all acceptance criteria and was manufactured and released according to applicable procedures and specifications.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc winged shielded IV catheters with blood control technology had black particles found on them before use. The following information was provided by the initial reporter: "unfortunately a batch of catheters has now failed our incoming testing (this testing is visual and involves sampling 13 catheters and reviewing for print accuracy and obvious defects). In this case 2 of the catheters exhibited black particles similar to reported in previous reported scar-24107 (bd reference 997120) and also scar-26696 which was reported last week (bd reference 1781324), the difference with this latest scar is that it was observed at incoming testing and not at 100% visual inspection that is performed during packaging. Batch of bd insyte autoguard 20ga catheter failed incoming testing as black particles were noted on 2 of the 13 catheters checked. This batch will be rejected. Ge m/n: 1194416 b/n: 15176210 lot: 0085144."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc winged shielded IV catheters with blood control technology had black particles found on them before use. The following information was provided by the initial reporter: "unfortunately a batch of catheters has now failed our incoming testing (this testing is visual and involves sampling 13 catheters and reviewing for print accuracy and obvious defects). In this case 2 of the catheters exhibited black particles similar to reported in previous reported (B)(4) (bd reference 997120) and also (B)(4) which was reported last week (bd reference 1781324), the difference with this latest scar is that it was observed at incoming testing and not at 100% visual inspection that is performed during packaging. Batch of bd insyte autoguard 20ga catheter failed incoming testing as black particles were noted on 2 of the 13 catheters checked. This batch will be rejected. Ge m/n: 1194416, b/n: 15176210, lot: 0085144."